Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that "last week on monday I had just gotten to work and opened the refrigerator. Suddenly, I couldn't feel anything. Felt like everything went black and I hit my head on the shelf of the refrigerator. That little hit woke me up. Lasted a couple of seconds." The patient stated that their clinic confirmed they were apparently having asymptomatic ¿episodes¿ prior to the syncope event. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.